Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to site to test the equipment. Rad gain calibrations were performed. After performing calibration several spins were taken and there was no artifact present in the images. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the images from the imaging system had a ring artifact. It was reported that a rad gain calibration was done last week. The artifact was visibly noticeable. The surgeon proceeded with the same image. The procedure was completed with the use of imaging system. There was no delay to procedure. No impact on patient outcome.